Manufacturer narrative:
Corrected data: h6 results of investigation: vyaire technical support team walked the customer through repair. The problem was associated with the patient circuit set up and the customer also noted that their test lung was leaking. At this time, there is no allegation against the ventilator.

Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a faulty patient circuit. The fse performed the operational verification procedure for the device and passed. Having met manufacture specification the device was returned to the customer for use.

Event description:
The customer reported autocycling, while in patient use on this ventilator device. The customer stated no patient harm or injury with this event.